Event description:
It was reported by service report that the side rail was not latching. Stryker tech could not confirm the side rail to be able to latch. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - latch handle.